Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 5/31/2008, however the correct date is 6/26/2008. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with onset discomfort in the left eye (os) post treatment. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of irritation, pain and tearing in the os. Patient reported symptoms are not interfering with daily activities. The patient's symptoms resolved on (B)(6) 2019. Bcva from (B)(6) 2018: right eye pre-op: 20/20, 2.25 x -1.25 x 83. Left eye pre-op: 20/20, 1.75 x -.75 x 80.